Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set bent cannula. Patient was admitted to the hospital as a result of elevated blood sugar levels, and they were diagnosed with diabetic ketoacidosis.. Patient's blood glucose at the time of isssue was 471 mg/dl. Patient was treated via intravenous insulin drips. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.